Event description:
Dexcom g7 failure rates are compounding day after day, week after week. My daughter depends on the dexcom g7 to be reliable and accurate but the g7's failure rate has been high, probably close to 70% for not lasting the claimed 10-day period. Rarely, if ever does the product make it that long and usually fails within 5-8 days. Last night the g7 failed to read her blood sugar levels most of the night 10pm to approx. 6am and eventually just quit working. This is a common problem with the dexcom g7 along with multiple inaccurate reading, product failures, and an overall customer service failure to hear and address these issues. There is nothing on their website to formal address these issues other than "product replacement". The online chat could not help other than "passing it up the chain" so to speak. There is no one in customer support to assist with the constant frustration as all of their support is based overseas and only addresses product replacement.